Event description:
It was reported that a revision was performed due to an infection.

Manufacturer narrative:
(B)(4). A visual inspection of the returned devices revealed the devices resemble typical explanted devices. The insert, tibial base and femoral component was returned, all devices are intact. Unable to perform a dimensional and functional evaluation on these devices. The superior surface of the tibial baseplate showed signs of damage. This damage could have been caused during the removal of the components. Bone cement was adhered to the inferior baseplate surface and appeared well-fixed. It did not dissociate with the application of manual force. Bone cement was similarly adhered to the bone-interfacing surface of the femoral component and covered the majority of the surface. The articulating surface of the tibial insert showed minimal signs of damage. The post showed some deformation in the posterior region. This was most likely caused by contact with the femoral component in vivo during normal function. No obvious defects which would lead to malfunction of the components were observed. Based on the analysis conducted, the exact cause of the reported infection and subsequent revision was unable to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
.